Event description:
It was reported that post implant of a laparoscopic adjustable band during a rountine fill on (B)(6) 2010, under fluoroscopy with contrast a leak was observed at the connection site. The patient will be scheduled for a port replacement.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Device remains implanted.